Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported thrombus, embolic stroke, hemorrhagic stroke, and patient outcome could not be conclusively determined through this evaluation. The account reported the patient experienced an embolic stroke due to a known thrombus, which progressed into a hemorrhagic stroke. The patient reportedly expired on (B)(6) 2017 as a result. No autopsy was performed, and the pump was not returned for evaluation. Device thrombosis, stroke, and death are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The heartmate ii lvas IFU is currently available. Device thrombosis, stroke, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 with plans to stay in house until a donor heart became available. Patient had a ventricular assist device (vad) thrombus refractory to coumadin and was started on heparin gtt. On (B)(6) 2017, a stroke code was called for new left sided weakness and l facial droop. When seen, the patient complained of a headache with initial national institute of health stroke scale (nihss) of 6. Patient was found to have a large r basal ganglia hemorrhage extending to the r frontal lobe in the setting on supratherapeutic partial thromboplastin time (ptt). Ptt was reversed and was taken emergently to the operating room with neurosurgery on (B)(6) 2017 for a right decompressive craniectomy and was admitted to the cardiothoracic intensive care unit (cticu) afterwards. The patient's ptt was 115 causing embolic stroke to convert to hemorrhagic. Both neurology and neurosurgery felt that his injury was catastrophic and that he would not achieve any meaningful neurological recovery. A family meeting was held on (B)(6) 2017 and patient was made comfort measures only (cmo) on (B)(6) 2017. Patient expired on (B)(6) 2017 at 1:58am.

Manufacturer narrative:
Date of event: correction. Event: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient experienced a hemorrhagic stroke following an embolic event for known thrombus. The patient expired on (B)(6) 2017. The patient's family refused an autopsy and removal of the device for evaluation. No additional information was reported.